Manufacturer narrative:
Two syringes were provided for investigation. Teflon flaking was seen on the syringe tip, however this is not abnormal and was not responsible for the incorrect results. A problem with the syringe would have also affected the rerun result as well as other test results. No additional results were affected. A specific root cause could not be determined as the incorrect results could not be reproduced. No adverse event was reported.

Event description:
The user received a questionable high phenytoin result for one patient sample that was aliquoted by the modular preanalytic analyzer. The initial result was 39.2 ug/ml with a data flag and was called to the physician. The physician questioned the result. When the sample was repeated on the same integra 800, the result was 8.1 ug/ml with a data flag. The result when the sample was tested on integra 800 serial number (B)(4), the result was 8.2 ug/ml with a data flag. The 8.1 ug/ml result was reported out. The patient was not adversely affected. The phenytoin reagent lot number was 63672801. The field service representative determined the 500ul syringes were damaged and the tips of the syringe were shaving off which was causing imprecision. The user replaced the 500ul syringes and ran precision testing to verify the analyzer operation with no issues.